Event description:
Bleeding can occur if the needleless cap falls off the line. This problem with the cap has been associated with manipulation of the cap (e.g., blood aspiration - after aspiration when the line is being flushed) as well as without manipulation (i.e., for no apparent reason).